Event description:
Totally occluded sfa. Physician went sub-intimal and reentered without issue. He did not pre-dialate and therefore direct stented. The lesion was heavily calcified. He deployed @ 40mm of stent when the delivery sheath got stuck. As he retracted the sheath the stent began to stretch out and elongate. Appearance of the stent was unusual with an open cell look. He proceded to deploy a smart stent within the protege and the case ended without incident.